Event description:
Info received indicates the stretcher still rolls after the brake/steer pedal is put into the brake position.

Manufacturer narrative:
The tech replaced the right head and left foot caster. The tech also found a broken screw in the head end hex rod. He replaced the hex rod to repair the stretcher.